Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that prior to an unknown procedure, after opening the device, the clips were fired with distorted shape prior to use on patient. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m90060. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and no clips were fed. No further testing could be performed. The device was disassembled in order to evaluate the condition of the internal components and the feed link was found to be broken; this condition prevents the proper feeding of the clips. However no conclusion could be reached as to what may have caused this damage. No incident related to the reported event was observed during the batch record review.